Event description:
The customer reported that the alarm has power but no alarm tone when the magnet clip is detached. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Alarm, failure to. Results - evaluation of the returned product found that the alarm has intermittent power when using new batteries and also when using a power supply. The alarm case has damage near the battery compartment. (B)(4).